Event description:
A consumer's wife reported her husband's lens had dislocated approx 10 years following an intraocular lens (iol) implant. Her husband began to experience a foreign body sensation, a decrease in his vision with a line in the periphery of vision. Also reported, her husband was reported to have been "bothered" by his vision for approx five years. In follow up, a doctor reported that the lens had dislocated due to weak zonules and was not related to the lens. The implanting surgeon was not able to retrieve the lens. The consumer was then referred to a retinal specialist where the lens was removed and a vitrectomy was performed. The consumer was said to have developed eye pain postoperatively and is being treated with medication for elevated intraocular pressure (iop). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for eval. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There are no other complaint it this lot. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire has not been received. (B)(4).